Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was losing connection with the patients transmitter. Patient was also experiencing heat, warmth and irritation at the battery site. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient is doing well postoperatively. Old product was disposed of at the hospital.

Event description:
It was reported that the implantable pulse generator (ipg) was losing connection with the patients transmitter. Patient was also experiencing heat, warmth and irritation at the battery site. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient is doing well postoperatively. Old product was disposed of at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware. Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6) batch: 7081805 UDI: (B)(4). Product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6) batch: 7081763 UDI: (B)(4).